Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery and sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported blood glucose value of 345 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-342g, mmt-431aj, mmt-7040a. Troubleshooting was done for the high and the sensor glucose versus blood glucose issue. Customer experienced high blood glucose from december 18, 2024 has not resolved. Customer alleged under delivery. Customer inserted a new sensor on december 19, 2024 and had sensor glucose of 128mg/dl while blood glucose was 345mg/dl. Per case-2024-01544108, customer did not change set or reservoir to resolve the high blood glucose. Customer has been using the insulin pump system within 48hours of reported and auto mode/smartguard feature active at time of the event. Sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1884l. No product return is required for mmt-342g. No product return is required for mmt-431aj. No product return is required for mmt-7040a.